Event description:
Reporting status: serious injury/medical intervention/permanent damage. Reporting rationale: dislodged stent partially deployed in a non-diseased vessel. Device issue: dislodged stent. It was reported that the xience v stent was being advanced against resistance in a severely angled (tortuous) and calcified lesion, when the stent dislodged from the stent delivery system (sds). Several balloon catheters were used to deploy the stent which was only partially in the lesion. The stent was deployed partially in health tissue and partially in the lesion. No add'l event or pt info is available.

Manufacturer narrative:
Results and conclusion summation - stent dislodgement can be influenced by many factors; however, the xience v IFU states: should any resistance be felt at any time during either lesion access or removing the delivery system post-stent implantation, the stent delivery system and the guiding catheter should be removed as a single unit. Failure to follow the steps {removing as a single unit} and/or applying excessive force to the delivery system can potentially result in loss or damage to the stent and/or delivery system components. In this case. It is likely that interaction and resistance with the calcified and tortuous anatomy contributed to the stent dislodgement, but a conclusive root cause cannot be determined.